Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic. Loss of capture was observed. Lead was explanted and replaced when repositioning was unsuccessful.